Event description:
The site reported that a light adjustable lens (lal, sn (B)(4), 20.0d) was explanted. Rxsight's first awareness of this event was on (B)(6) 2022.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The lal (sn (B)(4), 20.0d) was implanted on (B)(6) 2022. The patient subsequently completed the full light treatment course. After the first lock in visit ((B)(6) 2022), a loss of bcva was noted. The lal was explanted on (B)(6) 2022 and was replaced with another lal. The patient had corneal edema after the explant. The explanted lal was returned to rxsight and is currently undergoing evaluation. Manufacturer reference #: (B)(4).